Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during backpriming with normal saline, flow did not reach the chamber of the vented paclitaxel set. There was no patient involvement. No additional information is available.